Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was determined to be in backup vvi operation via remote transmission. A firmware download was performed, which in turn resolved the issue. No patient symptoms were reported.